Manufacturer narrative:
This report is submitted 2 september 2020. Attachment: [162769-device analysis report.pdf]

Manufacturer narrative:
It has now been reported that the infection was treated with an antibiotic (type of administration unknown). This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on march 5, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery. Clinical management is ongoing.